Manufacturer narrative:
At this time, the analysis cannot yet be fully completed. There are some inconsistencies in the error description that have not yet been clarified due to the lack of feedback from the customer: the specified part number ref (B)(4) does not match to the description of the cannula as a twist cannula. The ref (B)(4) number corresponds to a twist plus cannula. Reference is made to the two replacement cannulas included with the product, but the product itself is not named. Instead, the listed product is a set of replacement cannulas with 10 replacement inner cannulas. The batch number provided corresponds to a ref (B)(4) size 10, which is not mentioned in the error description. Only size 8 and 9 cannulas are mentioned and potentially affected there. Due to the discrepancies present and the missing information, a conclusive investigation and evaluation of the case is not possible. However, it should be noted that the IFU specifies that a replacement cannula should always be available so that a replacement can be made immediately if problems arise. This was not taken into account in this case.

Event description:
The nurse tried to change the inner canula. He removed the dirty inner canula and tried to inser the new one. It was impossible to introduce the new inner canula in the twist canula. He decided to use again the dirty canula. After that, he looked the inner canula with caution and he discovered that the size of the inner canula was not the good one. It was a size 9 instead of a size 8. In the package they received a canula size 8 with 2 inner canula: one size 8 and another one size 9. The oxygen saturation of the patient decrease at 40%. They should increase fi02 until the saturation went back to 100% discomfort of the patient.